Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During surgery, when passing through the tissue of brachiocephalic artery for aorta arch replacement or anastomosis at common carotid, the suture was kinked, did not slide well and the surgeon tried to straighten it before use. It was also reported that the suture and needle were separated sometime. There was no adverse consequence to the patient. Additional information has been requested.

Manufacturer narrative:
Conclusion: - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. Also, the needle-sutures were dispensed and examined along of the strand and no defects or kinking was observed. A tactile test was performed to the sutures and when the suture passed within the finger thumb and forefinger, not defects were found in the sutures.